Event description:
Overdelivery reported. The pump was in use delivering d5lr at 80 ml/hr via primary line with a concurrent heparin drip (25,000u/500ccns) at 7 ml/hr. The infusion was started on 4/13/98 at 8pm. At 930am on 4/14/98, the pt IV site was noted to be infiltrated. The pump was off for a short time while the IV site was re-started. The nurse states she did not record the amount of heparin remaining in the container at that time. The pump alarmed later at approx 3pm and the nurse noted the heparin container was empty. The heparin was held overnight. No adverse effects to the pt were observed. No adverse sequelae were reported.